Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device malfunctioned and some clips failed to close. Some clips did close properly. The same device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Crimp nonconforming. Evaluation summary: the analysis results found that it was received in good visual condition. The device was cycled, fed and formed six clips conforming and then, all the components inside the support tube moved to front due to the improper crimp in the support tube causing that the clips could not be fed. The sub-assembly was manually assisted and returned to its original positon, the device was then cycled and the remaining two clips were properly fed and formed. A batch record review was performed and no anomalies were found during the manufacturing process.